Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following information was received: 1.could you please clarify how long was the delay (hours/minutes)? 2. How was the bleeding controlled? 3. How much blood was lost (ml)? 4. Did the patient require a transfusion? 5. Could you please clarify if there were any patient consequences? 6. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Response: no further relevant information this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the left colectomy by laparoscopic route with restoration of continuity there was a problem during the end-to-end anastomosis with automatic device. Before stapling, the technician notices the presence of staples on the instrumentation table, thinking that they are remainder. The surgeon performs the anastomosis procedure. After cut, the team notes the absence of stapling. The surgeon is forced to perform a manual anastomosis. Clinical consequence: no stapling of the anastomosis. Result: bleeding from the severed slice and opening of the colonic tract in the abdomen. Loss of chance for the patient, less reliable manual anastomosis, and increased risk of fistula. Adaptation of the situation for health professionals. Increased operating time. Drainage. Comment: increased risk of infection. Manual saturation: less optimal method. Loss of chance for the patient. Critically high according to the customer.

Manufacturer narrative:
(B)(4). Date sent: 02/22/2023. H6 was omitted on previous report.

Manufacturer narrative:
(B)(4). Date sent: 02/01/2023. D4: batch # 957a99. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage and anvil missing. The breakaway washer was not present, and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. For removal. To safely release the device from the newly formed anastomosis, turn the adjusting knob counter-clockwise for two complete revolutions. The event described could not be confirmed as the device performed without any difficulties. DHR completed: a manufacturing record evaluation was performed for the finished device batch number 957a99, and no non-conformances were identified.